Manufacturer narrative:
(B)(4). Patient information not provided/unknown.

Event description:
It was reported that the implant (xifnt411) disengaged from the driver and fell to the floor during placement. The procedure was completed using the same driver and another implant. Tooth location 3.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection . The product shows signs of wear consistent with use, and debris about the threads and drive feature. The internal drive feature contains additional debris. The implant was functionally tested with an in house driver, and found to assemble and retain as normal. The malfunction reported is unconfirmed with the information presented. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction was unconfirmed following inspection and testing of the returned device. No issues were identified during investigation that could have caused or contributed to the reported malfunction. The reported event could not be recreated due to the already damaged state of the device and the nature of the alleged event. The malfunction reported is unconfirmed with the information presented. The complaint is related to the functional performance of the devices. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.